Manufacturer narrative:
The provided quality control data had results outside of the acceptable range. The last calibration was performed after the event on (B)(6) 2025. A review of alarm trace data did not show any relevant alarms on the day of the event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer determined there was a faulty solenoid valve. The system was decontaminated. Bubbles were found in a sipper syringe. Solenoid valves were replaced. Air purges and priming were performed. Calibration and controls were performed without issue. All checks passed. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable ise results for approximately 79 patient samples tested on a cobas 8000 ise module. The customer provided an example of one patient sample with discrepant sodium electrode results. The patient sample initially resulted in a sodium value of 150 mmol/l and it repeated as 137 mmol/l.